Manufacturer narrative:
(B)(4). The customer reported a failure of the monitor to alarm at the moment when the spo2 dropped below the configured parameters. No pt harm was reported. Further investigation revealed that the user had set the alarm delay configuration to 20 seconds. There was no malfunction. No further investigation or action warranted.

Event description:
The customer reported a failure of the monitor to alarm when the spo2 dropped below the configured parameters. No pt harm was reported.